Manufacturer narrative:
Corrected data: d4: unique identifier number: (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 implantable collamer lens, -12.00/+4.0/174 (sphere/cylinder/axis) tore during loading and was stuck in the cartridge or injection system. There was no patient contact or injury. The cause of the event was due to the device.